Manufacturer narrative:
This has been deemed reportable since we cannot determine what "loose" means and if the core wire is exposed due to the suspected failure.

Event description:
It was reported to boston scientific that a zipwire guidewire was used during a urological procedure. According to the complainant, during the procedure, the zipwire became ¿loose¿ when inserted into the kidney and got stuck. The patient condition was unknown at the conclusion of the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.